Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after cataract surgery with intraocular lens, the patient experienced maladaptation of the lens, had glare and visual acuity. It was reported that the lens was explanted in secondary procedure on the same day. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Intraocular lens (iol) received wrapped in surgical material in non-company blister tray. Solution is dried on the iol. The haptics are scratched/marked-rejectable with loose fibers. The optic is torn/split-cut dividing the iol in two. The optic is scratched/marked-rejectable with loose fibers. Optical performance testing could not be performed due to optic damage. The root cause for the reported complaint could not be determined. The instructions for use (IFU) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light(starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).